Event description:
It was reported that during a pph procedure for prolapse hemorrhoids, the device fired an incomplete staple line. The case was completed by sutures. There was no pt consequence reported.